Manufacturer narrative:
This report is being filed to correct field h6: impact codes from the previous submitted report.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, the pacemaker stored a signal artifact monitor (sam) episode due to an artifact on the atrial electrogram (egm). Further lead assessment was recommended. The physician plans to continue routine monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, the pacemaker stored a signal artifact monitor (sam) episode due to an artifact on the atrial electrogram (egm). Further lead assessment was recommended. The physician plans to continue routine monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.